Event description:
When pulling off the white stickers to reveal the adherent section of an adolescent laparotomy sheet, the whole sticker came off from the lap sheet and was unable to be stuck onto a patient for a sterile procedure.